Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. During pump start, the motor current was flat and block in purge alarm noted. The pump was removed in favor of another pump. Data log review showed, the purge pressure rises with lowering purge flows. Motor current spike was seen prior to the rise of purge pressure and pump flows also were high after motor current spike. At case end, pump flows begin to trend down but remain within 5.5 p-4 flow range of 1.9-3.3l/min. The cause of the purge issues was biomaterial ingestion due to the rise in purge pressure with purge flow decreases after a motor current spike occurred. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The medical safety officer reviewed the event and noted the following: impella 5.5 pump 1 worked as intended; no known device malfunction/deficiency. The impella was removed as planned and unexpectedly it was noted mechanical circulatory support (mcs) was still needed; therefore, a new impella 5.5 was selected for implant. However, the physician was unable to start the pump after insertion. Alarms noted "block in purge system." The purge line was immediately checked, and no obstructions were noted. Immediately another impella device, impella cp pump 3, was obtained and implanted without incident; however, the patient would expire approximately 30 minutes of start of impella cp mcs. Impella cp pump 3, there was no report of a device malfunction/deficiency and there is no information at hand that suggests, indicates otherwise. The demise outcome is more related to the patient's condition; however, there is not enough evidence to rule out, dissociate the impella 5.5 pump 2 from the patient's outcome. There was an alarm "block in purge system" and the physician was unable to get the impella 5.5 pump 2 device to start in emergency situation.

Manufacturer narrative:
A.4 is unknown. Reason for rapid decompensation after planned removal of impella support and cause of death are unknown. However, based on the details at hand there is not enough information to dissociate the second impella 5.5 from the outcome. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was transferred in on an intra-aortic balloon pump for coronary artery bypass graft surgery versus high-risk percutaneous coronary intervention (pci) work up. The decision was made to place an impella 5.5 to optimize the patient for the procedure. The impella 5.5 was successfully implanted, and the patient was transferred to the unit on impella mechanical circulatory support. Approximately two days later, the patient underwent high-risk pci noted without issues. The patient was noted to be stable. The following day, the impella 5.5 was slowly weaned with plans to explant in two days. The impella 5.5 was explanted on the day planned, and the patient immediately decompensated. Emergently, a new impella 5.5 was prepped and inserted into the axillary graft and advanced into the left ventricle. Upon starting the new impella 5.5 pump, motor current was flat and would not increase. Alarms noted "block in purge system." The purge line was immediately checked, and no obstructions were noted. The physician immediately removed this impella 5.5 and requested a new impella device. The patient was still actively decompensating. Chemical pressor support was initiated in attempt to stabilize the patient. At this time, the physician decided to place an impella cp to support the patient which was successfully completed. However, the patient would expire in the procedural area.